Manufacturer narrative:
Batch review performed on 22 february 2016. Lot 120381: (B)(4) items manufactured and released on 30 may 2012. Expiration date: 2017-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 23 february 2016, the medical affairs director performed a clinical evaluation and commented as follows: 1,5 years after primary tka a patient complained of knee instability and new surgery was performed, implanting a thicker tibial insert. Both components look correctly oriented and most probably the reason for instability should be sought in soft tissue deficiency rather than in a fault of the implants. Not available.

Event description:
The patient came in complaining of knee instability. The surgeon decided to removed the 10 mm insert and put in a 13mm insert. The surgery was completed successfully. X-rays will be available. The explant will not be returned.

Manufacturer narrative:
On 21 april 2016 it was prepared a final report with the information submitted in the initial report. On 04 may 2016 the report was sent to the initial reporter and the case was closed.